Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery malfunction. No patient involvement reported.

Manufacturer narrative:
Resolution and disposition: the backup battery was replaced by the customer.